Manufacturer narrative:
(B)(4) .

Event description:
It was reported that when the patient came into clinic for routine check, device was measuring inappropriate data for lead impedance. Dft was performed and all measurements were normal. Patient will be monitored normally.